Manufacturer narrative:
Tapered scr-v sbm 4. 7mm 4.5mm 10mm (item # tsvwb10) was received for investigation. Visual inspection of the as returned products identified some signs of wear from use in the form of residue coating the implants, but no other signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the events. Implants' dimensions was measured with digital calipers (cal1334, calibration due 23-oct-2019) and found to be within the specifications in the products' engineering drawing. Pre-existing conditions were noted on the per and include the patient's reported bruxism. The reported devices were located on tooth #s 31 and used for approximately 1 year. Pictures or x-ray images of the implant sites were not provided. DHR review was completed for the subject lot numbers (lot # 63691808). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record for lot 63691808 (st#3200) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (lot #s 63691808) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection and bone loss) or devices (tsvwb10). Therefore, based on the available information, device malfunction, regarding both implants, did not occur and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwb10) was removed due to infection and bone loss at site location 31.